Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic low anterior resection (lar) procedure, I was present today with the surgeon doing the procedure. Once he mobilized the colon and he was ready to resect the distal portion of the specimen, he introduced the device with a green reload. Once he captured the tissue in the jaws of the device, he removed the safety and held the trigger down. The device only stapled about 10 mm in length and stopped and the device blade returned back as if the entire 60 mm length had been completed. Another green reload was opened and the device again was placed on the colon. Again the device only stapled and cut about 10 mm (did the exact same thing). The defective device was removed from the field and another device was opened with another green reload and the device worked properly and the case was completed with no patient adverse events. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # n57g2p: the device was returned with separation between frame a and frame b noted. The device was fired normally with a reload on test skin. In order to simulate thick tissue, the device was clamped on thick foam rubber material. When fired in this condition, the failure described was duplicated. Video of the device¿s interface between the drive bar and the slide lever revealed that there was contact and frictional drag between these components. This caused the slide lever to move distally prior to the end of the firing stroke. This tricks the circuit into the end of cut circuit condition, and automatic all returns the device to home. The drive bar and slide lever components appear to be conforming. There is evidence of drag marks on the slide lever. There is a witness mark on the drive bar from an ejector pin in the drive bar mold that could provide a catch surface that could drag the slide lever forward. This issue will be monitored to determine if further design considerations are needed. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.